Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was above 600 mg/dl with moderate ketones, blurred vision, extreme thirst, nausea, shortness of breath, vomiting, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history was not appropriate for the programmed basal rates due to a known cause: basal edit screen accessed; the pump was not calculating recommended bolus totals correctly. This complaint is being reported because the reported health event was attributed to an alleged bolus calculation malfunction.